Manufacturer narrative:
A ge representative evaluated the system and replaced the 5 volt power supplies in the c-arm and workstation. The system operates as intended.

Event description:
It was reported that the system intermittently locked up. There is no report of injury or death associated with this event.